Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, one scope had rain water inside and the staff could not see through. Another scope had a little speck when looking through. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. This report is for the first scope.

Manufacturer narrative:
Investigation results: maquet received the scope in 2008. The visual inspection showed that there were scratches on the tube shaft and glue around the eyepiece. Maquet shipped the scope to our OEM, scholly, the following month. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.